Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after the third firing to the stomach during a gastric bypass with the stapler, the surgeon pressed the silver button to pull back the knife. However, the knife stopped halfway. The button was pressed several times. The knife did not return. Some time later the device started to move and the jaws opened. The knife was able to be retracted. The new one was opened to continue the surgery. UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem. The patient gender is not available. The patient age is not available. The patient weight is not available. Body function or permanent damage to a body structure? 3. Can you confirm that product is available and will be returned for evaluation?